Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. Return parts were not available. Abbott field service replaced the closed mode needle per the customers request due to clogging. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Event description:
The customer observed falsely decreased hemoglobin results while using the cell-dyn ruby analyzer. (B)(6) 2015 (sid (B)(6)): initial 76.5 g/l, retest 80.8 g/l, retested on another cell-dyn ruby analyzer: 84.0 g/l no impact to patient management was reported.